Event description:
The facility director notified baxter on (B)(6) 2012 that the facility had had issues involving the xenium dialyzer causing patient reactions. Approximately 45 minutes into hemodialysis therapy, the gambro machine would alarm "air in line" multiple times. Therapy was stopped as this patient became symptomatic: symptoms unknown. It is unknown what interventions were required. The patient outcome is unknown. The blood lines in use at the time of the event were grambro blood lines. Gambro has been notified of the event.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. A batch review was performed on 5 random lots since the complaint sample lot number was unknown. No abnormalities were found within the chosen lots.